Event description:
Please refer to initial MFR. Report #9611500-2019-00210.

Manufacturer narrative:
Evaluation and assessment were done based on log file analysis. It could be derived from the records that the device passed the power-on self-test in the morning of the date of event w/o deviations. The concerned procedure was started at 11:29 system time in pressure mode. During the next 18 minutes the device posted pressure apnea alarms on a sporadic base; relevant restrictions in ventilation are however not recognizable within the logged ventilation data i.e. The readings for airway pressure, peep and tidal volumes were stable and plausible throughout this time period. Between 11:57 and 11:58 the operator switched repeatedly forth and back between pressure mode and man/spont. Afterwards ventilation went stable and unremarkable in pressure mode until the device was switched to standby at 12:46. No hints for the potential presence of a device malfunction were found. The ventilator motor was replaced as a precaution but did not exhibit malfunctions or signs of wear and tear when being tested in the manufacturer's lab. The device underwent a full test during the on-site examination after the motor replacement and was found completely compliant to specifications. Dräger finally concludes that the device did not exhibit a malfunction during the course of event. The temporary disturbances of the ventilation were not related to technical issues of the device - most probably they were caused by a leakage in the pneumatic circuit outside the device. The workstation has posted corresponding alarms; all alarms, potential root causes and dedicated remedies are explained in detail in the IFU.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted an alarm and stopped the automatic ventilation. Ventilation could be revoked after a while but the device was replaced in a controlled maneuver in abundance of caution. No patient consequences have occurred.